Manufacturer narrative:
Of the 11 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated complaints, there were 1 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 11</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-82 years of age and between 140 and 212 pounds. Of the reported patients, 4 were male, 7 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of motor issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.